Event description:
Reporter alleged high blood glucose in the 400s mg/dl and stated obtaining a reading of 38 mg/dl back to back with a result of 68 mg/dl when testing was performed within a few minutes of each oher. Customer stated self treating by drinking a coke before being taken to the hospital where customer was treated for low blood glucose, type of treatment not provided. A request was made for the return of the suspect device and replacement product was sent.